Event description:
Clinical research assistant has reported as part of clinical study (B)(6) that there was delayed wound healing after tha.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results. The device was not returned for analysis. Medical records received and evaluation. A medical review was performed and concluded. That the issue with disturbed wound healing the first few days post primary arthroplasty indicated that there was severe wound discharge the first few days with hematoma which gradually became less. Infection markers were elevated early after surgery but quickly returned to normal values. X-rays confirm an accolade stem with trident cup implantation in adequate component position and stable fixation. No apparent issues on x-ray. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications with fortunately a favorable outcome. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and sterile lot. A medical review was performed concluded that there was no evidence of a device related issue however the exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Clinical research assistant has reported as part of clinical study (B)(6) that there was delayed wound healing after tha.

Manufacturer narrative:
Additional devices listed in this report: cat # 6021-0537, lot # 44159505, description: accolade plus tmzf hip stem #5; cat # 540-11-54f, lot # 45692501, description: trident psl ha solid back 54mm; cat # 6570-0-032, lot # 45214501, description: delta v-40 ceramic head 32/-4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted .